Manufacturer narrative:
Neither the complaint instrument nor the angiographic material wasprovided for analysis. Therefore no technical investigation on the subjectcould be performed. The production documentation was reviewed toestablish whether a deviation from the manufacturing process could bethe cause for the reported event.review of the production documentation confirmed that the instrumentwas manufactured according to specifications and passed all in-processand final inspections. During final inspection, every stent systemundergoes visual inspection to ensure correct stent embedding andhomogeneous crimping of the stent.based on the conducted investigations of the device being subject tothis complaint, no material or manufacturing related root cause could bedetermined.

Event description:
A pk papyrus covered stent system was selected for use. The pk papyrus could not reach the lesion and the device was removed from the patients body. After withdrawal a stent deformation was detected.